Event description:
Lifesite port proximal removed secondary to pt nephrologist and consulting infectious disease physician felt that pt needed to have no foreign materials in their body. Pt previously had distal port removed secondary to sepsis. During this same hospitalization nephrologist stated that he did not feel this port was infected. Proximal port was never cannulated in this unit. Md stated that he sent this port to vasca, inc upon its removal.